Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The event unit was returned in as multiple components, which suggests that the unit had been disassembled; however, the exact timing and reasoning behind the condition of the returned unit was unable to be confirmed based on the provided information. The tissue bag was tightly rolled, which confirms that the bag was not able to unroll. Based on the event description and evaluation of the returned unit, it is possible that the tissue bag did not unroll because it had retained its shape while it was stored inside of the introducer. Per the instructions for use (IFU), "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." The event is reportable based on the condition of the returned unit during evaluation, as applied medical is unable to confirm whether the components of the device had separated during use.

Event description:
Type of procedure performed: ni. Limited information is available at the time of report. Rep was not present for the case. The bag would not open. Additional information was received via telephone on 01apr2021 from [name]: the bag would not unroll and the specimen could not be retrieved. A new device was used to complete the case. There was no patient injury. Product available for return. Additional information was received via email on 06apr2021 from [name]: rep is unsure what procedure was being performed. Additional information was received via email on 05may2021 from [name]: the trocar was in the patient. We removed the defective bag still attached to stick and opened up another endocatch bag. Additional information was received via email on 10may2021 from [name]: the bag was not removed from the device because it wouldn't deploy to get the specimen in the bag. Patient: no patient injury. Type of intervention: the case was completed with a new one.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. Limited information is available at the time of report. Rep was not present for the case. The bag would not open. Additional information was received via telephone on 01apr2021 from [name]: the bag would not unroll and the specimen could not be retrieved. A new device was used to complete the case. There was no patient injury. Product available for return. Additional information was received via email on 06apr2021 from [name]: rep is unsure what procedure was being performed. Additional information was received via email on 05may2021 from [name]: the trocar was in the patient. We removed the defective bag still attached to stick and opened up another endocatch bag. Additional information was received via email on 10may2021 from [name]: the bag was not removed from the device because it wouldn't deploy to get the specimen in the bag. Patient: no patient injury. Type of intervention: the case was completed with a new one.